Manufacturer narrative:
On 11/03/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/17/2016 a medtronic representative, following-up at the site, reported the patient scan had grainy image quality on the skin. Tracer pattern does not include nose. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2 millimeter inaccuracy occurred. The surgeon had performed a tracer registration and was accurate on the facial anatomy, however, at the skull base deemed being 2 millimeters inaccurate. In trouble-shooting, found the surgeon had traced near the patient ears and had a tegaderm over the patient tracker to prevent movement. The medtronic representative recommended not using the patient tracker in this manner in the future. The surgeon opted continue the procedure, with the knowledge of the alleged inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. A review of the logs found that the scan had a grainy image quality on the skin. The tracer pattern by the user also did not include the nose. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique and proper imaging protocols for cranial, dbs, spine, and ent applications.